Event description:
It was reported that this left bundle branch (lbb) was part of a system revision due to a pocket erosion. Reportedly, the patient mentioned that this was a past issue that the device was pulled out of socket. The technical service advised the patient to contact the physician. A new system was implanted. There was no additional adverse patient effects were reported. This lead was explanted.